Event description:
Discordant sodium (na), potassium (k) and chloride (cl) results were obtained on a dimension exl instrument for one patient. The initial results were reported to the physician(s). The sample was retested twice on (B)(6) 2013 and a redrawn sample was tested on the same instrument on (B)(6) 2013. The corrected results were reported to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the discordant sodium, potassium and chloride results.

Manufacturer narrative:
A siemens technical service consultant (tsc) was contacted by the customer. The tsc analyzed the instrument data and determined that the cause of the discordant sodium, potassium and chloride results were due to user error; improper sample tube spinning. The tube vendor recommends pulling 100 - 1300 g force for 10 minutes in order to get a clean sample. Siemens instructed the customer to follow the tube manufacturer's recommendation for proper centrifugation times and speed. Additionally, the tsc instructed the customer to allow tubes to clot for 30 minutes, to ensure complete clot formation. The instrument is performing within specifications and further evaluation of the device is not required.